Manufacturer narrative:
This is one of 3 reports submitted for this case. Please reference manufacturer reports no. 2015691-2015-03595 and 2015691-2015-03596. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the cause of the reported iliac artery dissection cannot be determined. Per report, the patient access vessel mld measured 6.0mm with no calcification and tortuosity. It is possible that in addition to the borderline mld for a 16fr esheath, there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, post deployment, the sapien 23mm valve position was observed to be 100:0 a/v and a 2nd valve was implanted. Chest drainage was performed due to a pericardial effusion. An access site dissection was observed upon removal of the 16fr esheath and the area was repaired. It was planned to implant a 23 mm sapien xt valve with 2 ml less than nominal volume. During insertion of an esheath and a delivery system, there was significant resistance noted. Post deployment, the xt valve landed too aortic (100% aortic) possibly due to the patient's moderate septal hypertrophy and horizontal aorta. After discussion with the heart team, it was decided to perform a valve in valve procedure. A second 23 mm sapien xt valve was positioned one strut lower than the first xt valve with 2 ml less than nominal volume. Post deployment, the second valve landed in slightly higher than planned but at a position satisfactory to the operators. Since the patient had good circulation and less aortic regurgitation, it was decided to complete the procedure and the devices were withdrawn. Upon removal of the esheath, an echo physician pointed out accumulation of pericardial effusion. The patient's effusion was monitored. Angiography after removal of an esheath revealed a dissection in the access artery and a repair was initiated. The external iliac artery intima was found to be detached which obstructed the access artery; therefore, the intima was removed and the punctured site was repaired. An increase of the pericardial effusion was observed leading to cardiac tamponade and open chest drainage by subcostal incision was performed and hemodynamics improved. The progress was monitored and after no increase of pericardial effusion was confirmed, the patient was transferred to the ICU and reported to be in stable condition. The heart team speculated that the cause of increase of pericardial effusion was due to an annulus rupture which was caused by over-inflation of the xt valve frame during valve-in-valve procedure. The physician thought the cause of the placement too aortic to be septal hypertrophy and intended placement the valve to the aortic side. The aortic annulus diameter measured 19.5mm with mild calcification by CT. The access vessel minimum luminal diameter (mld) measured 6.0 with no calcification and tortuosity.

Manufacturer narrative:
This report is regarding the access vessel dissection. Investigation of this event is ongoing.

Event description:
As reported by our japan affiliate, during a transfemoral tavr procedure, post deployment the sapien 23mm valve position was too aortic and a 2nd valve was implanted. Chest drainage was performed due to a pericardial effusion. An access site dissection was observed upon removal of the 16fr esheath and the area was repaired. It was planned to implant a 23 mm sapien xt valve with 2 ml less than nominal volume. During insertion of an esheath and a delivery system, there was significant resistance. A valve implantation was attempted in the usual manner but the xt valve was landed too aortic (100 % aortic) due to septal hypertrophy and horizontal aorta. After discussion in the heart team, it was decided to perform valve in valve. A second 23 mm sapien xt valve was positioned one strut lower than the first xt valve with 2 ml less than nominal volume. Post deployment the second valve landed in slightly higher than planned. Since good circulation and less aortic regurgitation were observed, it was decided to complete the procedure and the devices were withdrawn. Upon removal of the esheath, an echo physician pointed out accumulation of pericardial effusion. However the patient&#38112;progress was monitored. Angiography after removal of an esheath showed dissection in the access artery and a repair was started. Due to the repair, protamine could not be reversed. The external iliac artery intima was found to be detached and it obstructed the access artery; therefore, the intima was removed and the punctured site was repaired. Protamine was reversed thereafter. Since increase of pericardial effusion was observed and it was likely to lead to cardiac tamponade, open chest drainage by subcostal incision was performed and hemodynamics were improved. The progress was monitored for a while. After no increase of pericardial effusion was confirmed, the patient was transferred to the ICU and reported to be in stable condition. The heart team considered that the cause of increase of pericardial effusion was due to an annulus rupture which was caused by over-inflation of the xt valve frame during valve in valve procedure. And the physician thought the cause of the placement too aortic to be septal hypertrophy and intended placement the valve to the aortic side.